Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The representative reported that the power switching board and system control board were replaced by the manufacturer for evaluation. The imaging system then passed the system checkout and was found to be fully functional. The suspect power switching board and system control board have been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system was in the start up process for forty minutes without completion. The imaging system was restarted without resolution. A second restart restored functionality and the case continued. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: during imaging system checkout, the medtronic representative was unable to replicate the reported issue, system was fully function. The parts were replaced as a precaution. The returned suspect power switching board analyzed by manufacturer. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The analysis on the system control board was completed by medtronic personnel. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.